Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with moderate tortuosity in the left main coronary artery (lmca) -ostium of the left circumflex (lcx). After successfully using the intravascular ultrasound (ivus) catheter for pre-imaging, the ivus catheter was removed from the pt and inserted into the protective sheath. When preparing to use the ivus catheter to perform post imaging, the catheter was removed from the protective sheath. At that time, it was noted that the tip of the ivus catheter was detached and remained inside of the protective sheath. The detached tip was disposed of together with the sheath at the hospital. The procedure was completed with a new ivus catheter. The pt status was reported as "good".